Event description:
A pt reported they were unable to obtain a blood glucose result on their one touch ii meter. Their meter allegedly had no power and would only flash "unit display flashes/battery/battery icon/pila". Pt was unable to obtain a result on their meter. Pt reported they felt dizzy. No comparison was made between any other device. Treatment was not administered. Pt has not tested in a while. No further info has been reported.